Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. An assessment was performed which determined that the device was above the temperature specifications, indicating that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.